Manufacturer narrative:
Investigation. The following allegations have been investigated: organ perforation, pain, discomfort, swelling, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported pain, discomfort, swelling, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the common femoral vein due to post pulmonary embolism. The patient alleges vena cava and organ perforation. The patient further alleges pain, discomfort, swelling, and limited mobility. (B)(6) 2017, per a report from computed tomography; ¿findings: upon further evaluation, the right lateral strut protrudes 2.6mm beyond the ivc wall. The left lateral strut protrudes 3mm beyond the ivc wall. ..the anterior strut protrudes 4 mm beyond the ivc wall and the posterior strut protrudes 3.5 mm beyond the ivc wall. Findings are consistent with perforation. There is suggestion that the anterior strut is adjacent to or within the third portion of the duodenum.¿

Manufacturer narrative:
Non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation, migration. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2012 and approximately 4 years and 9 months later, underwent a computed tomography (CT) scan which indicated that the patient's inferior vena cava (ivc) filter had moved since implantation and struts perforated through the ivc wall with the lateral strut protruding 2.6mm beyond the ivc wall and with others extending up to 3mm. The CT scan also revealed that the anterior strut extended 4mm beyond the ivc wall and was abutting the small intestine. Hospital and medical records have been requested, but not yet provided.